Manufacturer narrative:
Visual inspection of the waxing screw revealed general signs of usage, but there was no evidence of any wear or damage that could be seen to the screw. The screw had not fractured from anywhere. The waxing screw could successfully be engaged/inserted into a sample external connection implant. Visual inspection in comparison with the drawing was consistent with the design of the waxing screw. Review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
Indicates the waxing screw fractured, doctor was able to remove fractured portion from implant and completed the procedure.